Manufacturer narrative:
Date of event: event date was not reported and was approximated to (B)(6) 2020.

Event description:
It was reported that the burr became stuck on the guidewire. A 1.50mm rotapro catheter and a rotawire guidewire were selected for an atherectomy procedure. While advancing the rotapro through the guide catheter, the burr became stuck on the guidewire. The rotapro and rotawire were removed. The procedure was completed with another 1.50mm rotapro catheter. No patient complications were reported.